Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by our sales rep that the thread of the reported device is bent.

Event description:
It was reported by our sales rep that the thread of the reported device is bent.

Manufacturer narrative:
Evaluation summary: no deviations in the manufacturing documents or in the material found. The returned lag screwdriver was documented as faultless prior to distribution and as it had been in use for a longer time (since july 2012) we presuppose that the device had fulfilled his tasks in former surgeries as intended without problems reported. Thus, we exclude deviations in material and manufacturing. Marks respectively material displacement at the very tip of the pegs and the bend on the pegs itself indicate that the screwdriver had been operated under high force in ccw / untightening direction, whilst the pegs were not entirely engaged in the slots of the lag screw. The appearance of the thread of the inner rod, which shows a significant bent, is confirming that. Evaluation of any damage characteristics suggests that the item had not been used as intended. It cannot be excluded that the item had been damaged during former surgeries but the damage should then have been detected during inspection prior to surgery. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to improper handling. No new nonconformity was identified.